Event description:
The port was implanted in 1991 for chemotherapy. In september, 2002 swelling was noted at the port insertion site. The patient reportedly felt discomfort during flushing of the system. The port was removed without any patient complication.

Event description:
It was reported that the post was implanted 02/91 for chemotherapy. In 2002 swelling was noted at the port insertion site. The pt reportedly felt discomfort during flushing of the system the port was removed without any pt complication.